Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified before use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4: lot #: 60291034 (previously submitted as 60293203). H4: the lot was manufactured from april 13, 2021 - april 14, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.